Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. After the device was opened and powered with an external supply, the device charged nominally. When the battery was reattached to the hybrid, no charge time out was observed. As a result, the cause of the field-reported and the initial hybrid analysis-observed charge time out was not determined. No hybrid anomalies were found. Battery analysis revealed that no lithium-plating was found within the head-space insulator region or on the electrode coil. Thick lithium was intact across the entire length of the anode with uniform thickness, as typically found for lightly depleted batteries. Based on the destructive analysis, no evidence of internal shorts or other defects was found to account for the charge time out and power on reset events that occurred after 6 months of implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory also indicated power-on reset parameters were present. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation revealed a charge circuit timeout. A subsequent interrogation noted a power on reset (por). After attempting to charge the capacitors, another interrogation showed an additional charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.